Event description:
On 09/30/2024, it was reported by a distributor via (B)(4) that an ar-8655-06 chondral pick, ankle arthroscopy, 60 degree had the tip break inside the patient (see photo attachment). The case was delayed 15 minutes for the surgeon to retrieve the broken piece in the ankle. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8655-06, with batch number 1392125, revealed a damaged distal tip. Therefore, arthrex was able to deduce the cause of the complaint as misuse. The most likely cause can be attributed to misaligned insertion or prying/leveraging the device during use.